Event description:
Tip of the syringe looks oval instead of round - bad connection with q-syte a syringe 10ml luer lock ref. (B)(4) . This would keep turning on a q-site and not tighten itself. This occurred yesterday in the general internal department. Point of contact: (B)(6) . Can you get on with this? The syringe is at my disposal on goods logistics should bd need it. (B)(6) nurse / purchasing & goods logistics tel. (B)(6) (B)(6) per follow up from customer on (B)(6) 2023: here is a short report on the syringe below: one pt had a peripheral drip. Because the pt also has a port catheter, it was better to puncture the pac and remove the peripheral inf. I pricked the pac. For this I took everything from new material except the infusion bag which I changed from the peripheral inf to the pac system. On aiz they use a pipe with a three-way valve. On this three-way valve, the standard white cap is removed and replaced by a luerlock cap. This operation was completed as normal. 10 minutes later a blood test had to be taken at this pt, which I also performed myself. Blood sampling was performed via lateral line of pac. To flush the pipe after this blood draw, I took a 10cc syringe to place on the luerlock cap at the three-way valve to draw up IV fluid in the syringe. Then open the three-way valve towards the pt to remove the coils. When I put the syringe on this luerlock cap, I immediately felt that it did not 'tighten' on it as I usually feel. So I was able to keep turning from the first attempt at turning. I couldn't deduce whether it was the syringe's or the luerlock cap. Normally this luerlock system gives us a safe feeling knowing 'fixed is fixed' but this was not the case. There has been no damage to the pt. A new syringe was taken. The syringe was connected to the luerlock cap but no liquid was aspirated into the syringe. The syringe was only connected and removed after rotation. Attached is the photo. The connection at the front does not seem to be completely round, so presumably the luerlock cap continues to rotate.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation summary: one sample 10 ml syringe and photo received for investigation. Through visual inspection, no defects or issues observed. A device history review was performed for reported lot 2305022, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information received.